Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. The device engineering logs were reviewed for (B)(6) 2025. The ilet responded appropriately to cgm inputs, and insulin delivery occurred as expected when a valid sensor signal was present. Multiple high bg alarms were observed, and several infusions set changes were recorded on the date of the event. No motor errors were observed, and the system adjusted insulin delivery according to the available data. Based on the information provided and the reviewed logs, the ilet was functioning as intended. The user reported finding a bent cannula during two infusion set changes, which may have contributed to elevated blood glucose. Although the device was not returned for evaluation, the available log data is consistent with the reported infusion site issues and hyperglycemia.

Event description:
On (B)(6) 2025, a user reported elevated blood glucose (bg) following a supply change. The user noted that they later discovered the infusion set cannula was bent and occurred twice in a row. Despite completing multiple infusion set changes and resuming insulin delivery, bg readings continued to display as "high." On the same day, the user drove themselves to the hospital for evaluation and was treated with intravenous insulin and fluids. The user was not admitted and was released after bg levels returned to range. No lasting health effects were reported.